Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the user facility over the phone. The tse suggested for the user facility to swap the graphical user interface (gui) and power supply. No additional information has been provided. (B)(4).

Event description:
Covidien received information that, at startup, the graphic user interface (gui) display was blank. The malfunction did not occur during patient use.